Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the keypad had been peeling and today the up arrow stuck causing the screen to scroll. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: the keypad is punctured and torn near ok button. The up, down, ok, contrast keys are intermittently unresponsive. Evaluation revealed contamination under the all key contacts. The dispaly is dim and pink. The battery cap is missing and test cap was used for all steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.